Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.